Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have data from this pacemaker device analyzed. Data analysis showed the power consumption was increasing in a gradual fashion. This device will not deplete to elective replacement indicator (eri) battery status within 90 days. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that a request was made to have data from this pacemaker device analyzed. Data analysis showed the power consumption was increasing in a gradual fashion. This device will not deplete to elective replacement indicator (eri) battery status within 90 days. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to premature battery depletion (pbd) and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert code 1003) was recorded. A high current drain was detected, <<but the battery still supported full device function>>. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a request was made to have data from this pacemaker device analyzed. Data analysis showed the power consumption was increasing in a gradual fashion. This device will not deplete to elective replacement indicator (eri) battery status within 90 days. Device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted due to premature battery depletion (pbd) and a new device was placed. No additional adverse patient effects were reported.